Event description:
The customer reported that during a lavh procedure, the handpiece jammed and was locked on tissue. In attempts to remove the jaws from the tissue, part of the device broke off into the pt cavity but all pieces were retrieved. During the removal of device, bleeding was noticed and as a result, they had to remove the right ovary.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.